Event description:
Home care rn visited pt home for vancomycin administration via a PICC. At hosp, per dr, a 4 french 55 cm bard groshong PICC was placed in the left basilic vein. Rn removed much tape that was placed to keep the line in place. It was placed in left upper arm. Rn reports that the PICC fell apart between the sutures and the hub. She secured PICC to prevent air embolism. Pt then returned to hosp for catheter repair as directed by dr. Pt was to return to hosp with the broken PICC. Unknown whether it can be returned to MFR.